Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 5.0, 5.1, lab 1: 2.1, 2.5, lab: 2.4. Time between testing: not provided. Patient's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.